Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump suspended several times according to their reports. The customer reported several incidents where the insulin pump suspended for several hours. The customer stated they did not intentionally suspend the insulin pump during these events. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was programmed with the current date and time and monitored for five days. The insulin pump was downloaded to the carelink software and no unexpected suspended deliveries were noted in the summary report. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.